Manufacturer narrative:
One workmate claris amplifier was received for evaluation. The returned workmate claris amplifier was powered on, but no communication was established with the test standard workmate claris computer due to a non-functional sbc. Further investigation of the non-functional sbc revealed a missing network adapter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Prior to the procedure with the patient in the room, the amplifier would not connect with the claris pc and the procedure was cancelled. The fiber optic and media converter were replaced with no resolution and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation